Event description:
The reporter stated that reporter did back to back blood glucose results, within 10 minutes, using separate finger sticks. Results were 125, 173, and 162 mg/dl. Reporter did not have any symptoms. A control solution test was in range. The reporter is not on insulin. Reporter does not check the confirmation dot for enough blood or compare to the color chart, and stated that, had never cleaned the test strip holder or meter. No harm was alleged.